Event description:
It was reported that a piece of metal shaving broke off in the patient's shoulder wound during a procedure. The broke piece was retrieved and another device was used to complete the procedure.

Manufacturer narrative:
Additional information will be provided once investigation is completed.